Event description:
A patient's caretaker reported that the patient was diagnosed with peritonitis. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2022 due to cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin every four days (dose and duration unknown). The pd culture resulted positive for gram positive corynebacterium (species unknown). The patient continued the antibiotics and continued to complete pd therapy utilizing the liberty select cycler during recovery. The pdrn stated the cause of the peritonitis was touch contamination by the patient. The patient is elderly and disconnected self from treatment. In doing so, the patient did not use proper aseptic technique. The patient¿s caretaker is now monitoring the treatments more closely to ensure proper aseptic technique is followed. The patient did not require hospitalization for this event.